Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-08, information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (10 mg concentration, 0.800 mg/day) bupivacaine (5 mg/ml, 0.400 "mg/ml" dose) and clonidine (100 mcg/ml, 8 "mcg/ml" dose) via an implantable pump for an unknown indication for use. Information received stated the clinic reported stalls over the weekend and increased pain. Interrogation of the pump revealed continued stalls. The pump was replaced on (B)(6) 2019. There was no interaction with magnets, magnetic resonance imaging (MRI) or other environmental factors that could cause a stall. The issue was resolved at the time of this report. The patient's status was alive - no injury.